Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was over 500 mg/dl and the customer went to the emergency room (ER). Customer was treated with fluids and after a couple of hours, bg lowered to 296 mg/dl. Customer left the ER in good condition.